Event description:
It was reported to medtronic minimed that the customer alleged the circle middle button takes multiple presses before it works and it was hard to press. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test properly. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. No moisture damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscope inspection u1 on keypad assembly broken solder joint on pin #4 were noted causing the intermittent button response. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegation was confirmed. Intermittent button response was noted due to broken solder joint on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.